Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Per audiologist, at the annual follow-up a decrease in hearing performance and closed set speech recognition was observed. There was no accident or trauma reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by the reported external mechanical impact appears likely. In addition, one channel was intermittently hi in 2013 for undetermined reasons. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Despite requested, the explanted device has not been received for investigation yet.

Event description:
Per audiologist, at the annual follow-up a decrease in hearing performance and closed set speech recognition was observed. There was no accident or trauma reported. The implant site appears healthy with no swelling or redness present. The recipient was re-implanted. The device has been requested but not received as yet.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during device investigation are most likely related to the explanation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Per audiologist, at the annual follow-up a decrease in hearing performance with the device and closed set speech recognition were observed. There was no accident or trauma reported. The implant site appeared healthy with no swelling or redness present. Re-implantation was performed on (B)(6) 2018.